Event description:
It was reported that the pt experienced itching and was given oral baclofen to control the itching and spasms. There was a volume discrepancy; the expected residual volume was 1.6ml and then 0 and the actual residual volume was 6ml. An audible alarm was detected; it was a low reservoir alarm. The pump was refilled with baclofen and replaced. The pt recovered without sequela.